Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented to the emergency room after several instances of inappropriate high voltage therapy was delivered by the right ventricular lead. A chest x-ray confirmed lead dislodgement. The lead was successfully re-positioned on (B)(6) 2020. There were no further patient consequences reported.